Event description:
The patient reports experiencing a shocking sensation at the ipg site that began approximately (B)(6) 2013. The patient was advised to turn the system off for several months and the system has been turned off since (B)(6) 2014. The sjm representative met with the patient for reprogramming and shocking at the ipg site was not noted. Follow up information identified the patient underwent surgical intervention to remove and replace her scs system (reference MFR. Report: 1627487-2014-01144). The patient was reprogrammed and there were no shocking sensations present at the ipg site.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.